Event description:
It was reported that the device was used during laparoscopic cholecystectomy. The device functioned fine, in process of pulling out to remove specimen, it was noticed a small piece of plastic was in the abdomen. The piece was removed with no consequence to the patient. One device and small piece of plastic being returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that only the bag of the pouch instrument was returned for analysis. The bag was noted to be fully cinched and torn at the bottom end. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. According to the IFU the following precautions should be followed: "do not attempt to remove the bag with specimen through the trocar as this may lead to bag rupture and spillage of contents." "Care should be taken to avoid contact of the bag with sharp instruments, cutting devices, electrocautery and laser or other instruments." "Excessive forces should be avoided during bag extraction." While no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.